Event description:
It was reported that the cutter wouldn't retract after taking a sample during an ultrasound breast biopsy. Another holster and probe was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 04/06/2009. Eval summary: the analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the transverse drive shaft because the bushing and drive shaft were locking together. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.